Event description:
The complainant alleged that during a routine shift check by a clinician the paddles were not working properly and would not discharge. The complainant indicated there was no pt involvement with this reported malfunction.